Event description:
Add'l info rec'd from MFR 6/23/2004: MFR as not first party to the event. The following info was given to MFR by the medical equipment dealer (who rented the bed to the facility), and the facility administrator. MFR was told at the time of the event the pt (weighing approximately 365 lbs.) Had been rolled over to their side by nursing personnel, placing them at the edge of the bed against the side rail. In order to maintain this position, the pt had to cling to the rail by placing their weight and hands on top of the rail. Please note, for pt safety a nurse should have been positioned to stabilize the pt. The bed was not returned to MFR for assessment, part repair or replacement. Therefore, we are unable to determine if there was side rail malfunction or if side rail failed due to improper use.

Event description:
Pt was in a "big boy" bariatric bed. The pt was leaning against the side rail when it broke off the bed. Pt fell to floor fracturing their femur.